Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was performed and found stuck button alarm occurs when a button is continually pressed for more than 3 minutes. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours, no stuck button alarm and no blank display noted. Successfully downloaded history files and traces using thus. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2023 21:21:30.000 (B)(6) 2023 21:31:00.000 (B)(6) 2023 22:51:31.000 all buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Also. The j1 connector on pcba 1 was locked properly during visual inspection. Pump error 61 (stuck key alarm) was confirmed, problem isolated on the keypad assembly. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:33:49.000 (B)(6) 2023 22:52:05.000, (B)(6) 2023 22:52:06.000, (B)(6) 2023 22:52:08.000, (B)(6) 2023 22:52:32.000 (B)(6) 2023 22:53:58.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:52:05.000 (B)(6) 2023 22:52:07.000 pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:01:04.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:01:04.000 (B)(6) 2023 23:01:38.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:02:06.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since backup battery did not survive frequent aa battery removal and insertion aa with low voltage. The safe shutdown was not initiated, and critical data was not copied to internal flash. Pump restarted and generated pe68,49, and 23. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Blank display was not confirmed. However, pump error 61 (stuck key alarm) was confirmed, problem isolated on the keypad assembly. During visual inspection, corrosion was found on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.